Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump was programmed with multiple boluses and basal rates and monitored; the boluses and basal were delivered and recorded properly in the bolus history screen and basal review screen. The insulin pump was reset with correct time, date and monitored for 48 hours and no time date anomaly noted. The insulin pump downloaded properly using carelink pro. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their blood glucose was low at 35 to 50 mg/dl and that hospitalization was necessary. Troubleshooting also found that the battery went out on the pump before and after new batteries were installed. Customer was advised on time and date settings. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The motor passed the motor test. The insulin pump passed the displacement accuracy test.